Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to a complete fracture just below the suture sleeve. The fracture was identified by a complete lack of measurements. It was successfully replaced with a new lead. No additional adverse patient effects were reported.